Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The patient presented with thoracic pains. The lesion being treated was located in the non-calcified obtuse marginal artery. The lesion was predilated with a 2.5x9mm maverick balloon, inflated to 10atm. The physician attempted to place the 2.50x16mm taxus liberte stent using a radial approach. When the stent reached the end of the guide catheter, a 'sensation of grating ' was felt. The physician was able to see the balloon continued to advance and the stent was 'blocked' in the common trunk. The physician removed the balloon and used a smaller diameter balloon to cross over the stent. Then balloon inflations were made. However, the stent was unable to enter the guide catheter. The physician decided to take out all the 'material'. The physician pushed the stent into the ' cubital'. The stent remains in the patient. The procedure was completed with another taxus stent. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.